Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to. Unspecified reasons. A new artificial urinary sphincter balloon component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for the revision surgery was due to the patient became incontinent again. The incontinence started about half a year ago. Following the revision surgery the patient was continent.